Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor failed to infuse medication. The device was filled with flucloxacillin 12000mg in 230ml sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as health professional). Correction made to g2: report source: healthcare professional (previously submitted as consumer). H4: the lot was manufactured from february 03, 2022 - february 04, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.